Event description:
At about 1 week after the primary, the patient came in due to signs of an infection and the pathogen is unknown. The surgeon performed a washout and revised the liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 14 february 2024: lot 2421790: (B)(4) items manufactured and released on 17-sep-2024. Expiration date: 2029-09-02. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported events during the period of review.